Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during dural arteriovenous fistula treatment with coil embolization of the left lateral venous sinus treatment, the physician inserted the proximal portion of the subject guidewire through the tip of the shaping mandrel and then pulled it back to the tip of the guidewire. However, the coating on the tip of the subject guidewire was found peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications no visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the mc at the time when the gw was inserted, there was resistance when the gw was taken out of the dispenser hoop, the gw was shaped but the degree is unknown. There was no friction or resistance felt at the hub, the introducer sheath used, when inserting the gw. It is unknown how tortuous was the patient¿s anatomy. The procedure was completed successfully. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported issue ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during dural arteriovenous fistula treatment with coil embolization of the left lateral venous sinus treatment, the physician inserted the proximal portion of the subject guidewire through the tip of the shaping mandrel and then pulled it back to the tip of the guidewire. However, the coating on the tip of the subject guidewire was found peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.